Manufacturer narrative:
Philips service replaced the defective flat detector (flat detector 20 inch px3040 kit) and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a defective flat detector caused no image display during use on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.